Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that during an unknown procedure, first hole started the patient did not think of it as a stab until had repeated stabs. The patient went to and virtual hospital many times " at x-rays blood work were done. Second stab came and it, felt like a "giant" needle. The patient would yell out in pain. The third hole appeared shortly after each hole. Patient would be rush to the hospital. The hospital could not tell what the stab wound was coming from. Because no organ would, make holes or stabs that would make me bleed and make holes in patient's abdominals. The patient had been bleeding from holes a long time. Given iron pills to prevent low bleed. Then the patient was sent to a doctor to apply a liquid solution to stop the bleeding. The patient had been sent to the same doctor to apply a liquid, but bleeding to this day, it has not stopped. Four or more visits over the years since hernia repairs. The patient had a heart attack, stroke and was not able to walk for over 4 months and the present time my health is worse. Also take many medications. It was never known when the patient going to be stabbed again by hernia implant. The patient was on many mediations. The patient had an allergic reaction to bandages and have to use other type for bleeding. When the patient used bandages on the holes in my abdominal holes received a rash, itching and the nurse was in shock she turned her head. She told it was allergic reaction and they used sterile pads with non-adhesive tape. The patient was itching out of control. Patient's skin was red, bleeding and was itching out of control. The nurse stops using bandage with adhesive because had allergic reaction. The second day they saw a difference. Before and after picture will be sent on the internet if needed. Separate stab wound #3-0 vicryl. Skin is closed with staples. Vaginal and bowel prolapsed. The patient may have to have blood transfusion if blood and blooding not resolved. Unknown if the device was available for return. No additional information was provided.